Manufacturer narrative:
The device was received for evaluation. Visual inspection presented a distorted screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported "inoperable display", which was reproduced. The reported condition was verified. The cause was determined to be failed display, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable display. There was no patient involvement. No additional information is available.